Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 493 (mg/dl) for 2 days. Customer administered boluses with the pump to treat their bg level. Customer reported that there were no issues with the infusion set tubing, and reported that the pump did not receive any alerts or alarms that would halt insulin delivery. Multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting; however, no additional information regarding this event was provided.